Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. X-ray confirmed the cathode conductor coil was fractured approximately 19cm from the terminal pin, along with deformed anode conductor coils and compression marks on the inside circumference of the outer tubing in the area between 17.8cm to 19.7cm from the terminal pin. Based on position from suture sleeve fracture appears to be caused by entrapment in the clavicle first rib region.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. Additional information indicates that the cause was not determined. The ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.